Event description:
A customer reported to baxter (B)(4) of a one-link needlefree IV connector in which customer observed a crack at the leur. It is unknown when or in which care area this event occurred. Patient involvement is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a one-link needlefree IV connector in which customer observed a crack at the luer was confirmed during sample evaluation. One sample was available at the plant for evaluation. Visual inspection confirmed reported condition. No other tests were performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.